Manufacturer narrative:
Follow up information received on 27-jan-2016: essure health care provider general questionnaire received. Patient's data was updated. On (B)(6) 2013 she had essure inserted under general anesthesia (iva as reported). She was not in postpartum state. No cervical dilatation or sounding was applied during the procedure. Insertion and visualization of the tubal ostium were easy. There was no fluid loss over 1500cc and procedure did not took more than 20 minutes. On (B)(6) 2013, hsg (hysterosalpingogram) showed bilateral occlusion, with proper device location. On (B)(6) 2015, novasure was performed. On (B)(6) 2015 patient underwent transvaginal hysterectomy (tvh) to remove essure. During this surgery, an abscess was noted on right side around implant. Pathology results showed inflammation, acute + chronic salpingitis of right tube and ovary with peritubal abscess and acute serositis. Essure was found in proper location surrounded by abscess. Patient symptoms resolved after surgery. Reporter believed that the condition was caused by essure and stated it was medically necessary to remove the device. Patient was discharged on (B)(6) 2015. The ptc investigation result was provided on 17-feb-2016. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and presented bleeding (regarded as genital bleeding) which required novasure ablation. Later, she experienced severe pain on the right side. As a result, hysterectomy was performed. During this surgery peritubal abscesses on the right side were found, the pathology report showed acute and chronic salpingitis of right tube and ovary with peritubal abscess. The reported events are listed in the reference safety information for essure. In this case, almost 2 years after essure insertion, consumer was submitted to an endometrial ablation due to bleeding. Although the temporal relation is not suggestive, considering abnormal genital bleeding may occur after essure insertion and since no alternative explanation was provided; causality between this event and the suspect insert cannot be excluded. Regarding the remaining events; one month after the endometrial ablation the patient was submitted to a hysterectomy due to pain. During this surgery, peritubal abscess (with salpingitis) were found in the right fallopian tube. Due to the close temporal relationship between patient's pain/abscess and the endometrial ablation, it is possible that these events might have occurred as a consequence of this procedure (since upper genital tract infections may occur after any intrauterine procedure). However, considering essure has local action at fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally ruled out. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a physician in united states on 16-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2013 for contraception. Physician reported that confirmation test came back ok. In (B)(6) 2015, novasure was performed to control the bleeding. Patient was given 3 standards doses of cipro. In (B)(6) 2015, she experienced severe pain on her right side. As a result a hysterectomy was performed and peritubal abscesses around the right side of tube was found. Health care provider stated that this was usually associated with a foreign body. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and presented (genital) bleeding which required novasure ablation. One month after the procedure, she experienced severe pain on the right side. As a result, hysterectomy was performed and peritubal abscesses on the right side were found. These events, seen as genital bleeding, pelvic pain and fallopian tube abscess are serious due to medical importance and required intervention. Genital bleeding and pelvic pain are listed in the reference safety information for essure, while fallopian tube abscess is unlisted. Considering genital bleeding and pelvic pain may occur during essure use and their temporal relationship, causality with suspect insert cannot be excluded. In regards of fallopian tube abscess, the exact date of this event was not provided and it is not possible to know if this event occurred as a result of an infection acquired during novasure ablation or as a consequence of the essure's regular inflammatory process in line with reporter's opinion. Therefore, causal relationship between this event and essure use cannot be assessed at this moment. Since interventions were required, this case is regarded as incident. Further information and technical analysis have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs